Event description:
Additional information was received from the patient on (B)(6) 2020. They reported information that was previously reported. They reported they were still having to spend at least 4 hours charging the ins when in the past it had only taken them 2-3 hours to charge the ins. They were able to get no more than 6 coupling bars, and patient services reviewed that 6 coupling bars is considered good coupling. Also, they were still needing to charge more frequently. They used to charge the ins once every3 days, but in (B)(6) 2020, they were still needing to charge every 2 days. The patient confirmed that they had increased the amplitude for various positions, so patient services reviewed that increased settings and/or usage will result in more frequent charging since more battery power would be needed. A replacement recharger antenna was sent to the patient to see if this event would resolve, but if the replacement antenna did not help with these reported issues, then they were told to see their doctor to have their device checked. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
H2 correction: see eval code method - coding updated to 4117 since device is still in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date submitted in supplemental report 001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has to charge for 4 hours every 2 days and the patient used to charge only every 4 days. The patient noted that the charging frequency gradually increased overtime and a manufacturer representative (rep) told the patient he should get more out of it. Also, the patient reported having a hard time keeping the recharging antenna in the correct position. In addition, the patient noted gaining 20lbs and fat goes between the implant and the skin above the implant. As report, the patient gained the 20lb and it is more critical if it is in the wrong place. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had called in the past as they had an issue with their recharger staying in place and that they were sent adhesive discs. The patient stated that they were running out and wanted more as they worked great. Patient services ordered more discs for the patient. No further complications were reported/anticipated.